Event description:
It was reported that a haptic on an aq2003v silicone 3 piece lens was torn while loading the cartridge and the problem was not discovered until after the surgeon had inserted the lens. The incision was enlarged to remove the lens. Another lens was successfully implanted and sutures were required to close the wound. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Eval results - (other): visual inspection of the returned product showed that a haptic had torn off into the optic and there was a clear surgical residue on the lens.